Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device had failure to alarm, no alarm for low noninvasive blood pressure (nbp) and mean arterial pressure (map). The device was used for patient monitoring at the time of the alleged malfunction.